Manufacturer narrative:
Investigation results revealed that the reported issue could be reproduced only at the beginning of the electrical test. However, some parts will be replaced as precaution. The root cause of the failure remains unknown.

Manufacturer narrative:
There was no patient involvement. (B)(6). Livanova (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective tubing clamp, which was exchanged. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The affected part was requested to be returned to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp is working intermittently during priming. There was no patient involvement.